Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pain at the implantable neurostimulator 977118 intellis pro site, and the ins pocket was described as very uncomfortable on the left flank. A device revision was performed, involving relocation of the ins pocket from the left flank to the left buttocks. The physician accessed the old pocket incision and, using only fingers, bluntly created a new pocket just inferior to the old pocket by tunneling. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.